Event description:
It was reported that during the explant of the patient¿s lead, ¿lead breakage¿ was found. The lead was also notably cut ¿just below the paddle¿ during the procedure, however the ¿lead breakage was below the point where the lead was intentionally cut.¿ the patient¿s lead was replaced due to the breakage at the time of report. There was ¿no¿ patient injury due to the event and the patient had ¿recovered fully¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # v001185, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type lead; product ID 37083-40, serial # (B)(4), product type extension; product ID 37083-40, serial # (B)(4), product type extension; product ID 3998, lot # unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Additionally, the return date found in section d10 was updated to (B)(6) 2014. Analysis of the lead found that the conductor coils were crushed between the #2 and #3 electrodes on the distal end. The lead was electrically okay. Analysis of the implantable neurostimulator (ins) found that the battery capacity was reduced due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a short physician mode recharge. After telemetry was restored and a full normal recharge was performed, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 3.770 volts. On (B)(6) 2014 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an overdischarged state prior to being received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).